Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer¿s blood glucose was 267 mg/dl. Tandem technical support reviewed pump data and found that the customer had accidentally entered an incorrect correction factor of 1u:2mg/dl. Tandem technical support assisted customer in changing correction factor back to original settings, which resolved the bolus delivery issue.